Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called stating that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated she tried to bolus several times, but her blood glucose levels remained high. Troubleshooting was performed and it was discovered that insulin was leaking at the tubing and reservoir connection. The leadscrew test passed on the insulin pump, but no insulin exited due to the leak. The customer did not have another infusion set to continue troubleshooting. Nothing further was reported.